Event description:
A distributor reported the incident in 2004. The initial report indicated that during a lap chole procedure, one of the applier jaws broke and fell into the pt's abdominal cavity. The surgeon searched for half an hr and was unable to find the broken piece. Surgeon decided not to take an x-ray to locate broken metal jaw. The device used was a horizon endoscopic medium-large metal clip applier. No add'l info has been reported as of 2004.